Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1l5wd, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6)2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient reported return of symptoms and stated feeling stimulation in the pocket. High impedance was also reported. A lead revision was performed as an interventions/actions that were taken to resolve the issue. The issue was reported to be resolved. N further symptoms or complications reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that they were unsure of the reason for the high impedance. No further information was provided.